Manufacturer narrative:
This is the same event as 3010536692-2015-01733.

Event description:
Allegedly patient was revised due to mom complications: pain, elevated cocr levels, loose acetabular cup:-right.